Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a patient sample. The following data was provided (customer¿s reference range 0-34.2 pg/ml): (B)(6) 2026 sample ID (B)(6) initial result = 285 pg/ml, repeat result with 1:10 dilution = 318 pg/ml, result with 1:20 dilution = 412.5 pg/ml; at another facility, troponin t was within normal range; no impact to patient management was reported.

Manufacturer narrative:
Section e1 - phone number: complete phone is (B)(6). Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.